Manufacturer narrative:
Device evaluated by MFR: a synergy ous mr 2.5 x 20mm stent was returned for analysis. The stent had detached from the balloon and was returned for analysis, with the stent protector and without the stent delivery system (sds). A visual examination of the stent found the stent damaged; the struts were stretched, misaligned and distorted along the entire length of the stent, with centre struts showing the most severe damage. As the delivery system was not returned with the stent, analysis on the balloon crimp markings cannot be completed. The product stent protector was returned for analysis with the device and the inner diameter (ID) measured and was within specification. Individual assessment of the catheter cannot be performed as the stent delivery system was not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 2.50 x 20 synergy drug-eluting stent was selected for use to treat the lesion. However, during preparation, the physician noticed that the stent was not mounted on the balloon. The user was slid a stent protector slowly to distal side with gripped the distal side of the stent protector with proximal stent side of the catheter. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent dislodgement occurred. A 2.50 x 20 synergy¿ drug-eluting stent was selected for use to treat the lesion. However, during preparation, the physician noticed that the stent was not mounted on the balloon. The user was slid a stent protector slowly to distal side with gripped the distal side of the stent protector with proximal stent side of the catheter. The procedure was completed with another of the same device. No patient complications were reported.